Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had a blood glucose level of over 600 mg/dl. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis on (B)(6) 2016. The customer was treated with intravenous fluids and insulin. The customer reported to have had multiple occlusion alarms. A system check using the current supplies on the pump found the tubing to be blocked and air bubbles were observed in the tubing. The customer reported that the non-tandem cannulas were kinked and had contributed to the occlusions. The customer's pump had also shut down due to low power and the date was incorrect on the pump. The pump history showed that the low power alerts and alarms were triggered. The pump shutdown was due to the customer not charging the pump. Tandem technical support assisted the customer with correcting the pump time. The customer was discharged from the hospital on (B)(6) 2016.